Manufacturer narrative:
H6: investigation summary one photo of a 32g x 4mm pen needle was returned from lot. No. 0336651, cat. No. 320477. Visual examination of the returned photo was carried out and black burnt material was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. This issue occurred during moulding machine start-up. H3 other text : see h10.

Event description:
It was reported that bd pen needle 32x4 asia xtw had foreign matter. This occurred on 7 occasions. The following information was provided by the initial reporter: dirty needle.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd pen needle 32x4 asia xtw had foreign matter. This occurred on 7 occasions. The following information was provided by the initial reporter: dirty needle.